Event description:
While attempting to remove the abdominal pigtail catheter, the cardiac fellow removed the sutures and cut the catheter tubing. The catheter tubing slipped out from the grip of the tweezers and the proximal end retracted back into the patient's abdominal cavity. The cardiac fellow attempted to revisualize the catheter, but was unsuccessful. The fellow then explained to the pt what had happened, left the room to consult general surgery, and ordered a stat CT of the abdomen.